Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the patient first began experiencing the infection on (B)(6)206. It was reported that a small pin hole was noted on the left side of the pain pump implant. It was reported that cultures showed serratia marcescens. It was reported that the infection was resolved: the pump was removed and the patient had both wound care and IV antibiotics. It was reported that the patient's weight at the time of the event was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the business partner. It was reported that cultures showed serratia marcescens, infection at pocket (redness, swelling, drainage); pump was explanted due to infected post-op wound and suture granuloma at pocket site; a small pin hole was noted on the left end of the pain pump implant; indication for use was non-malignant pain, chronic back pain, radiculopathy. It was reported that medical history included non-malignant pain and implantations of an indura catheter, a synchromed ii pump (model # 8709sc, 8637-20, implanted on: (B)(6)2008), a synchromed ii pump (model # 8637-20, implanted on: (B)(6)2015), and a distal revision kit (model # 8598a, implanted on: (B)(6)2016). Concomitant products were not reported. On unspecified dates, the patient started treatment with baclofen (for the off label indication of non-malignant pain), and fentanyl, both at unreported concentrations and doses, intrathecally via the synchromed ii pump. On (B)(6)2016, the patient was implanted with an ascenda catheter (model # 8780). On (B)(6)2016, it was confirmed the patient's system needed to come out and the entire system was removed. On (B)(6)2017, the patient experienced a bacterial infection. It was clarified that a few days after surgery, the patient was to have the pump filled, but the pump site was too swollen per the physician. On unspecified dates, the pump was filled and the patient experienced redness and drainage from the pump pocket site. The patient was treated with oral and IV (intravenous) antibiotics (not further specified). As of (B)(6)2017, the patient was waiting to have another system implanted. No additional information was provided. It was reported that on (B)(6)2017 , it was learned the patient was a (B)(6) caucasian. Additional medical history included chronic back pain and radiculopathy. It was clarified that on (B)(6)2016, the patient first started experiencing the infection and a small pin hole was noted on the left end of the pain pump implant. Cultures revealed serratia marcescens and a suture granuloma was also noted at the pocket site. On (B)(6)2016, the pump was removed and the patient received wound care and IV (intravenous) antibiotics. Per the physician, the patient had no adverse reactions from use or discontinuation of baclofen. No additional information was provided. No further complications were reported.

Event description:
Information was received from a patient who was receiving fentanyl and baclofen at unknown doses and concentrations via an implantable infusion pump for non-malignant pain. It was reported that the patient had an infection at the pump site. Redness, swelling, and drainage were reported. The symptoms presented a few days after the surgery. The healthcare professional went to refill the pump and noticed it was too swollen to fill. The patient then came back and had it filled and after that the area began to get red. The infection was confirmed but it was said to be some sort of bacterial infection. Intravenous and oral antibiotics were given to the patient. A total system explant occurred in (B)(6) 2016. No further complications were anticipated/reported.